Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range pacing impedances on the right ventricular (rv) channel. The device emitted tones and the patient presented for a follow-up. Review of the system revealed that pacing impedances had been gradually increasing for eight months. Additionally, pacing thresholds had increased, loss of capture was observed, and shock impedances were high and out of range. Several tests were performed but no sensed noise was produced and fluoroscopy did not reveal any evident lead damage. A revision procedure was performed and the rv lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.